Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. Lead oversensing and increased impedance was also reported, along with high lead impedance and an apparent conductor fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.